Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Reportedly, the cartridge was cracked. Customer had elevated blood glucose level (289 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.